Event description:
Brachyvision user delivered 35 cgy per fraction instead of the intended 340 cgy for each fraction of ten fraction mammosite patient. Fractionation function in the software planning system was not properly executed by user. During the planning process on two separate patients, the number of fractions for the plan was defined as 10 in the plan properties. The on screen planned dose was 340 cgy. This resulted in the single fractional dose delivered of 34 cgy. This functionality is as designed. When indicating more than one fraction in the plan properties, the user must plan the dose for the entire course of treatment, in this case 3400 cgy. The end users indicated that they were not trained in this functionality. However, according to the customer signed training agenda completed by reporter on ausgust 15-19, 2005 the training was conducted and included brachyvision dose prescription fractionation. (Page 16, smartseed training course outline). They also indicated that no second check of the calculated dose at a point was performed prior to treatment required by the nuclear regulatory commission (see nureg 1556 vol 9 appendix s).

Manufacturer narrative:
The clinical staff involved reported that there were no possible acute effects from the misadministration, as it was a significant under dose. The action for the patient at the time of discussion with vbt were: patient to be treated with a standard course of whole breast radiation, which is the standard of care for similar staged disease after lumpectomy.